Event description:
A malfunction was reported on the pump, with the customer not providing specific details about any blood glucose impact. The customer was included in a field correction and had not yet completed the acknowledgment form, so technical support completed it on their behalf. The malfunction code was not resettable, and a replacement pump was sent to the customer with updated software. The customer did not have a backup therapy and planned to contact their healthcare provider. Instructions were given for returning the faulty pump, programming the replacement pump, and connecting it to their cgm, and the customer acknowledged these steps.